Manufacturer narrative:
The customer reported problem was confirmed. Technical recommended for the software to be updated to the current version. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #00793806 - 8015 unit that will not power on case #: (B)(4) case subject: there was no patient involvement 8015 not powering on account name: (B)(6) university hospital account #: (B)(4) asset name: 8015ls pcu dom v9.33.1 a/b/g/n 3rd asset location: contact: (B)(6) contact email: (B)(6) contact phone:(B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: caller has a 8015 unit that will not power on. Sn: (B)(4) failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: recommended to try a new ac cord and another front case due to the keypad may be the issue. If still having power on issues after the repair, biomed will send in the unit under warranty repair.